Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and confirmed hard error codes 23210, 23202, and 23118. The fse then replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the technical service engineer (tse) regarding fault 23087 occurring on the universal surgical manipulator 2 (usm2). Tse reviewed the system logs and confirmed fault 23087. The reported complaint remained after tse had the customer reposition the usm2 and perform a hard reboot. The customer mentioned that the usm2 would be in the way if the surgical procedure was performed as a three-arm system configuration. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by troubleshooting. The technician fixed the issue. The surgical procedure was switched to an alternative approach.